Manufacturer narrative:
Precision and accuracy checks were performed on the analyzer. The measuring cell was replaced and a system reagent was replaced. Performance testing was run. Calibration signals were acceptable for the last calibration performed on (B)(6) 2019. Quality controls were within range on the day of the event. Data for only one control level was provided. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with elecsys dhea-s on a cobas 8000 e 801 module. The sample was initially processed on a cobas 8100 pre-analytics system prior to running on the e 801 module. The sample initially resulted with a dhea-s value of 2.47 ug/dl and this value was reported outside of the laboratory to the patient. The sample was later pulled on (B)(6) 2019 to use as part of a study. The sample was repeated four times, resulting with dhea-s values of 2416 ng/ml, 2349 ng/ml, 2268 ng/ml, and 2344 ng/ml. The repeat result was believed to be correct. The dhea-s reagent lot number is 38545802, with an expiration date of 30-jun-2020.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.